Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. Two r2p sheaths were returned for product evaluation. One sheath was returned with the dilator fully inserted and the guidewire inserted. The samples were subject to visual analysis. The sheath with the dilator has a separated region 24.3cm to 28.5cm from sheath hub. The dilator is stuck in the sheath and cannot be removed. The sheath hub has minor deformation at the bottom of the hub. The sheath without the dilator has a kink at 1.3cm from the sheath hub. There is a bend at 78.2cm from the sheath hub. There is a separated region 98cm to 101.2cm from the sheath hub. The complaint can be confirmed for sheath separation. The exact root cause could not be determined. The likely root cause is the user encountered resistance during withdraw and used excessive force to remove the sheath, causing it to separate. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effect analysis (dfmea). The two samples mentioned aboved are for MDR's 1118880-2023-00004 and 1118880-2023-00005 (one for each report.

Event description:
The user facility reported that the destination slender sheath unraveled while removing. The doctor kept pulling even with resistance. The doctor then tried a second sheath and experienced the same problem. The patient ended up being fine without any issues. The case was completed with destination slender sheath. Additional information was received on 26 jan 2023: both devices were gs-r6st1c12w however they were two different lot numbers, 0000246877 and 0000226409. The procedure was a percutaneous transluminal angioplasty (pta) of the right common iiiac. No devices were retained in the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: lead technician. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2023-00005.